Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they got into the pool on friday and they could feel their ins floating beneath their skin. The patient reported that they were in the pool for about an hour. The patient stated that the ins was all of a sudden sticking out further like a ping pong ball. Patient stated that the device is currently not hurting or bothering them, but it made them a little sore the next day. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2024 patltr (con): additional information was received from a patient. It was reported that the a cause of the device sticking out was due to a change in activity level. The device 'floated up' after they were in the pool for an hour, and no other issues followed after that. The patient stated that not staying in pool for so long was a step they took to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they got into the pool on friday and they could feel their ins floating beneath their skin. The patient reported that they were in the pool for about an hour. The patient stated that the ins was all of a sudden sticking out further like a ping pong ball. Patient stated that the device is currently not hurting or bothering them, but it made them a little sore the next day. The patient was redirected to their healthcare provider to further address the issue.